Event description:
It was reported that during a da vinci surgical procedure, the endowrist one vessel sealer instrument cut tissue, but did not seal resulting in blood vessels bleeding from not being sealed. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Intuitive surgical inc. (Isi) contacted the initial reporter and surgeon to obtain additional information regarding the reported event. No additional information had been provided at the time of this report.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. It is unknown if intervention was required or an adverse event ocurred.